Manufacturer narrative:
The serious events of necrosis and inflammation at implant site were considered expected and possibly related to the treatment. Seriousness criteria include prolonged events indicative of potential permanent tissue damage. The potential root cause includes the injection of filler intravascularly or in the vicinity of blood vessels, leading to vascular occlusion or compression and its manifestations. Based on the available information, a more specific cause cannot be established. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number(B)(4) is a spontaneous report sent on 01-jul-2025 by an other health professional concerning a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In 2022 (approximately 3 years ago from the date of the report), the patient received treatment with restylane nos to unknown location (unknown amount, lot number, injection technique and needle type) at another place. After the treatment, the patient experienced skin necrosis (implant site necrosis), and inflammation (implant site inflammation) related to restylane filler injected. On (B)(6) 2025, the patient presented to the reporting hcp clinic with the reported events. Treatment for the adverse events was not reported. Outcome at the time of the report: skin necrosis was unknown. Inflammation was unknown.

Manufacturer narrative:
Company comment: the serious events of necrosis and inflammation at implant site were considered expected and possibly related to the treatment. Seriousness criteria include prolonged events indicative of potential permanent tissue damage. The potential root cause includes the injection of filler intravascularly or in the vicinity of blood vessels, leading to vascular occlusion or compression and its manifestations. Based on the available information, a more specific cause cannot be established. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The lot number was not reported, and the product could not be verified. Follow-up attempts to obtain the lot number and additional information have been made but were unsuccessful. The information in this case does not indicate a non-conforming product or malfunction. The investigations performed are considered adequate, and no further investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-jul-2025 by an other health professional concerning a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In 2022 (approximately 3 years ago from the date of the report), the patient received treatment with restylane nos to unknown location (unknown amount, lot number, injection technique and needle type) at another place. After the treatment, the patient experienced skin necrosis (implant site necrosis), and inflammation (implant site inflammation) related to restylane filler injected. On (B)(6) 2025, the patient presented to the reporting hcp clinic with the reported events. Treatment for the adverse events was not reported. Outcome at the time of the report: skin necrosis was unknown. Inflammation was unknown. Tracking list: v.0 initial. V.1 follow-up attempts with the reporter have been performed without receiving a response. The case has been reopened to submit a final report.